Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305601, batch no. 9033926. It was reported that before use of the sharps coll 9gal gasket red sharps containers were missing lids. The following information was provided by the initial reporter: reported a defective sharps containers on 5/9 and was advised that a replacement would be shipped to our customer. The lot number is 9033926 and the customer was missing the lids.

Event description:
Material no. 305601. Batch no. 9033926. It was reported that before use of the sharps coll 9gal gasket red sharps containers were missing lids. The following information was provided by the initial reporter: reported a defective sharps containers on 5/9 and was advised that a replacement would be shipped to our customer. The lot number is 9033926 and the customer was missing the lids.

Manufacturer narrative:
H.6. Investigation: a sample and photo representation were received for the investigation. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported lot was performed for the past 12 months. There were no manufacturing or material defects reported that would have caused or contributed to the reported incident, ¿missing lids¿. The sample provided may confirm repackaging by a distributor. A weighing system has already been implemented as corrective action for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. The weighted label placed on the original box by the weighing system confirmed the issue did not occur during manufacturing. The root cause is inconclusive. H3 other text : see h.10